Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from literature review that a patient required retreatment after pipeline implantation, then later passed away. The patient presented with progressive neurological deterioration after diagnosis secondary to brain stem compression from a basilar apex aneurysm. The aneurysm measured 14.5mm in width and 15.5mm in length. The patient underwent implantation of a pipeline embolization device, which extended from the basilar artery to the right posterior cerebral artery (pca). Angiography immediately after implantation demonstrated the aneurysm remained patent, but contrast filling was decreased. Follow-up angiography one- and three-months after pipeline implantation showed persistent filling of the aneurysm and patency of the pipeline. Three-months after pipeline implantation, the patient underwent aneurysm coiling via a retrograde left posterior communicating artery catheterization . Four-months after pipeline implantation, follow-up angiography demonstrated complete occlusion. Eight months after pipeline implantation, mra confirmed occlusion, but no regression of the thrombus mass within the aneurysm. Twelve months after pipeline implantation, the patient had further neurological decline. Mra and angiography showed the aneurysm had reopened. The patient subsequently expired from brainstem compression. The aneurysm and implanted devices were harvested. The pipeline at the neck interface was covered with a thick layer of neointima, which bridged most of the neck interface. A small channel remained without neointimal coverage at the neck interface; this channel was filled with fresh blood clot and continued up to the aneurysm cavity and down to the parent artery lumen. This finding demonstrated that the aneurysm did not completely occlude histologically and was still patent to the parent artery lumen. It was reported that there was no significant inflammatory reaction to the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.